Event description:
Silicone breast implants implanted following bilat mastectomy for breast cancer. Never was happy with the feel of them. Increasing hypothyroidism. Fatigue that had not been present prior and was increasing. Brain fog and poor short term memory occurred post implant. On explant, (B)(6) 2018, the left implant was found to be ruptured, but encased in the capsule. There was no trauma to cause this. In addition, I was unaware of the FDA mandate on MRI follow up for breast implants. I was also unaware that implants needed to be replaced or the cancer connection with textured implants (which mine were). I have the unruptured implant in my possession. The hospital where explantation took place would not release the ruptured implant.